Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that during rectum resection, some staples were malformed after firing. The tissue was stapled partly. The surgery was completed by changing a new stapler. No pt consequences were reported.